Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer experienced a blood glucose (bg) level of 550 mg/dl to "high". Reportedly, the customer gave themselves a manual dose injection then went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A replacement pump was sent to resolve the issue.